Event description:
Hospital stated that at approximately 2:00 p.m. Pt came out of surgery and dopamine was set up to infuse at a rate of 8 or 9cc on channel d. The pt became tachycardic, and the nurse observed the rate displayed was 250cc on channel d. Pt was closely monitored. There was no pt consequence or medical intervention required.